Manufacturer narrative:
While in use, the rollator collapsed causing the user to fall to the floor. The right side of the frame is broken. The jazz is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).

Event description:
While in use, the rollator collapsed causing the user to fall to the floor. The right side of the frame is broken. The jazz is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).